Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy, the cartridge fell out of the device due to incorrect loading technique and resulted in an incomplete staple line. In addition, the appendix was oozing, therefore, the surgeon converted to an open procedure to retrieve the cartridge and control the oozing. There were no other adverse consequence.